Event description:
An optometrist reported a patient developed a peripheral corneal ulcer while wearing acuvue oasys contact lenses. The patient was reportedly wearing each pair for "over a month without removing" contrary to the doctor's instruction. The patient received initial care for the ulcer and reportedly did not follow-up. The patient ultimately developed 6 ulcers across the eye. Information obtained in 2007, from the optometrist office reveals that at least one of the ulcers is central, changing the status to serious. The patient was prescribed tobradex and referred to an ophthalmologist. The lenses in question were requested, but the patient has not returned, and it is not known if the patient followed up with the referral. We do not known if the patient kept the lenses in question. The referring optometrist tried to obtain information from the referring physician, but no additional information is available at this time. Will report additional information within 30 days if obtained.

Manufacturer narrative:
No conclusion can be drawn.